Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device appears to be intact; calcification observed, red particles on the surface, deformation and labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.

Event description:
Upon explant, it was noted that the device was "partially adherent" and "calcifications" were observed.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and removal due to patient product concern.

Event description:
Healthcare professional reported right side removal due to patient product concern and ¿capsular contracture,¿ baker grade unknown". The device has been explanted.